Event description:
Independent repair center customer alleged alarming/red light, and the key failure is power switch has a low alarm. As stated on the repair statement additional malfunction on this device: the unit is not alarming.